Event description:
It was reported by service report that the footboard functions are intermittent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Footboard connector harness.